Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alarm on the ilet while using a steel 6 mm contact detach infusion set, and insulin delivery stopped until a guided supply change was completed. Symptoms included interruption of insulin delivery consistent with an occlusion event. Outcomes included restoration of insulin delivery after the supply change. Investigation included remote troubleshooting and education with guided infusion set and supply replacement. Investigation of this case revealed an occlusion that resolved after changing the infusion set and supplies, consistent with an infusion pathway obstruction related to the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set occlusion with no device malfunction identified.